Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4+. The xtw clip was being advanced into the left ventricle when the clip appeared to be caught on the anterior leaflet. Upon inverting, the clip held up by the anterior leaflet prior to being able to get back into the atrium. After re-orienting, it was noted that there may be a flail on the anterior leaflet. The physician said ¿that may have been there prior, but I don¿t recall¿. After multiple grasping attempts with the xtw failed to get both leaflets due to chords not allowing them to get under the posterior leaflet. The physician switched to an xt clip, and was able to get under the posterior leaflet. Upon deploying the clip, there was no evidence of an anterior leaflet flail. Mr was reduced to grade 1-2.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported difficulty positioning (clip caught on the anterior leaflet) and positioning failure of inability to grasp the leaflets appear to be related to patient morphology/pathology (dilated left atrium, strong primary chords and restricted posterior leaflet). However, a cause for the reported tissue injury cannot be determined. Tissue injury is listed in the instructions for use as a known possible complication associated with the mitraclip procedures. The reported unexpected medical intervention was a result of case specific circumstance as another clip was implanted. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4+. The xtw clip was being advanced into the left ventricle when the clip appeared to be caught on the anterior leaflet. Upon inverting, the clip held up by the anterior leaflet prior to being able to get back into the atrium. After re-orienting, it was noted that there may be a flail on the anterior leaflet. The physician said ¿that may have been there prior, but I don¿t recall¿. After multiple grasping attempts with the xtw failed to get both leaflets due to chords not allowing them to get under the posterior leaflet. The physician switched to an xt clip, and was able to get under the posterior leaflet. Upon deploying the clip, there was no evidence of an anterior leaflet flail. Mr was reduced to grade 1-2.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported difficulty positioning (clip caught on the anterior leaflet) and positioning failure of inability to grasp the leaflets appear to be related to patient morphology/pathology (dilated left atrium, strong primary chords and restricted posterior leaflet). However, a cause for the reported tissue injury cannot be determined. Tissue injury is listed in the instructions for use as a known possible complication associated with the mitraclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance as no treatment was provided for the tissue injury. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4+. The xtw clip was being advanced into the left ventricle when the clip appeared to be caught on the anterior leaflet. Upon inverting, the clip held up by the anterior leaflet prior to being able to get back into the atrium. After re-orienting, it was noted that there may be a flail on the anterior leaflet. The physician said ¿that may have been there prior, but I don¿t recall¿. After multiple grasping attempts with the xtw failed to get both leaflets due to chords not allowing them to get under the posterior leaflet. The physician switched to an xt clip, and was able to get under the posterior leaflet. Upon deploying the clip, there was no evidence of an anterior leaflet flail. Mr was reduced to grade 1-2.